Manufacturer narrative:
Patient's race was not provided. Additional information was requested. Age of device: 2 years, 10 months, 22 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient observed power and flow elevations taking place across (B)(6) 2018 associated with pulsatility index (pi) events. It was reported that currently the lactate dehydrogenase (ldh) were monitored which was within 700 u/l to 900 u/l range and patient's baseline is 300 u/l.. Patient was infused with tirofiban and heparin guttae (gtt) until inr reached therapeutic range. It was reported that no hemolysis markers or hematuria were observed. Peripheral blood smears did not show hemolysis. Ramp study was not performed. However, patient was confirmed to have a rind of mural thrombus in the outflow graft. It was reported that the patient was stable hemodynamically. No low flows were observed on the pump. No further information was provided. Manufacturer's technical services reviewed the log files and observed intermittent power elevations that took place on (B)(6) 2018. The powers returned to baseline.

Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. The report of elevated ldh and suspected thrombus could not be confirmed. The report of power elevations was confirmed based on the submitted system controller log files. The center reported that the patient had presented with elevated ldh in a setting of subtherapeutic inr and elevated pump power. No evidence of hemolysis was noted. A CT scan reportedly showed a possible mural thrombus in the outflow graft. The log files submitted for review confirmed several transient elevations in pump power. Each of the elevations was captured during a pi event. No atypical alarms were captured in any of the log files and the pump remained above the low speed limit. The log files appeared to show the system functioning as intended. Device thrombosis and hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Indications of thrombus and how to respond to such events and recommendations on anticoagulation are also provided. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was asymptomatic. However, intermittent power spikes and elevated lactate dehydrogenase were noted in the setting of subtherapeutic warfarin levels. A CT scan showed possible mural thrombus disposition in outflow graft. No ramp study was performed. Patient was treated with tirofiban infusion and heparin bridge for the outflow graft thrombus. It was reported that ldh levels were being monitored while inr remained therapeutic. No equipment was exchanged or returned